Event description:
The customer reported leads ECG failure.

Manufacturer narrative:
Philips determined the specific symptom was 12-lead ECG v2 & v3 signal loss. There was no report of pt impact. Philips resolved the issue by replacing the leads ECG trunk cable.